Event description:
Information was received from a healthcare professional in regard to a patient receiving clonidine 900 mcg/ml at 269.55 mcg/day, bupivacaine 18 mg/ml at 5.91 mg/day, and morphine 40 mg/ml at 11.98 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as failed back surgery syndrome and spinal pain. An empty pump alarm was reported. There was a scheduling mix-up. The refill should have been done on (B)(6) 2016, but was entered into the appointments as (B)(6) 2016. The patient lives in a care facility, hearing a pump alarm was not reported. The healthcare professional planned to do the refill on the day of report. The patient experienced minimal, mild arthritic pain and indigestion. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.